Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complains of shortness of breath and is unable to get their heart rate up. The device remains in use. No patient complications have been reported as a result of this event.